Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received an inaccurate fill estimate. Reportedly, the customer withdrew 90 units of insulin from the "empty" cartridge. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support educated the customer in regards to fill estimates.